Manufacturer narrative:
A ge service rep performed an onsite investigation and identified the problem to be that the fuse for the ccd camera power supply was dysfunctional. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9800 system's monitor was not displaying an image during fluoroscopy. No pt injury was reported.